Event description:
Essure was placed into my fallopian tubes 2.5 years ago. I had the dye injected (hsg) 3 months after without any problem noted. Initially, when the coils were placed in the doctor's office, I did have a severe pain which felt like my fallopian tube ruptured right then and there and I heard an "oops" or something to that nature during that time but I was consoled and told the pain will resolve shortly. I did okay and vomited when I left the office. I am a registered nurse in addition to being the patient. I have had intermittent rlq pain x 6 months, worse in the last 1-2 weeks and constant and increasing pain for 2 days before I went to the ER this past weekend. Six months ago I had an ultrasound done due to persistent rlq pain. I was told by my ob/gyn that it was most likely due to an ovarian cyst that had ruptured because there was free fluid noted but no cyst. Soon after that, I was exercising and felt a severe pain in my rlq and radiated up to my mid-abdominal area that was one of the worst pains in my life and then it subsided. I continued to have that rlq pain intermittently which brings us to this past weekend. (I have also had a ring-shaped rash that leaves hypo pigmented scars to my arms and legs x 1.5 years and the dermatologist recently did a biopsy because she could not explain the random "rash" that would always heal on its own). The past weekend I went to the ER and had an ultrasound and CT scan that were negative. I was called back later that day because they found a mild jejunal-jejunal intussusception. The surgery team decided to admit me and perform a laparoscopy and have ob/gyn team there to consult and be in on the procedure because I insisted that the pain was from the essure coil. The pain I had been having was rlq (very near the r iliac crest) and radiated to my r groin and r lower back constantly. One of the residents explained that it might be similar to round ligament pain which is experienced during pregnancy from the pressure of the baby on the female organs. I thought that it was exactly what I was feeling. I purposely did not take any pain medicine while in the hospital to see if my pain would be gone after the surgery. One thing that I forgot to mention was that when I had the ultrasound, I expressed a lot of pain during one point and the ultrasound tech explained that the doppler was over my right ovary/fallopian tube at the moment and it was the same exact pain that I was experiencing that would radiate to my rlq and r groin and r lower back. I had an exploratory lap and the intussusception was transient so I did not need a bowel resection. I ended up having a bilaterally salpingectomy and have not had any pain in my rlq since the surgery. I was slightly sore at my incision sites in my abdomen but the rlq pain that I had been experiencing for so long was completely and still is completely gone! Thank god!